Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: visual inspection confirmed the fracture. The fracture surface of the devices were examined and beach marks were observed, which are consistent with fatigue fracture. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the investigation performed and the complaint history reviewed reveal that the most likely failure mode is a fatigue breakage due to a prolonged implantation

Event description:
It was reported that patient was having a revision laminectomy. Doctor took the screw out. In doing so the screw broke or was already broken in patient. The tip of the screw was left in the patient.

Event description:
It was reported that; patient was having a revision laminectomy. Doctor took the screw out. In doing so the screw broke or was already broken in patient. The tip of the screw was left in the patient.